Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the flow/bubble sensor didn't work, it was detecting bubbles many times. The sensor was alarming due to over-sensing. The failure occurred during daily inspection. No harm to any person has been reported. Any flow issue /reading issue and bubble alarm is a high priority alarm, which could lead to a pump stop, if intervention is set by the user. Therefore, a report is needed. Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that it was detected that the flow/bubble sensor did not work. The sensor was detecting bubbles several times and was alarming. The flow/bubble sensor was kept by the customer. The failure occurred during daily inspection. No harm to any person has been reported. Any flow issue /reading issue and bubble alarm is a high priority alarm, which could lead to a pump stop, if intervention is set by the user. Therefore, a report is needed. A getinge field service technician (fst) was sent for investigation on 2024-05-21 and 2024-06-05. The flow/bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and there was no pump stop on the date of event. As the flow/bubble sensor was not made available by the customer, an exact root cause could not be determined (refer to communication grid). However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - wrong bubble sensor information - influence due to other ultrasonic devices (e.g. Flow sensor) - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage) - bubble sensor defective / disturbed - detection of no-existing bubbles according to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus, a defective flow/bubble sensor should be detected prior to use, during priming. In addition, as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. Referring to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2024-07-31 for the period of 2021-12-09 to 2024-05-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-12-09. Based on the results the reported failure "flow/bubble sensor over-sensing" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).